Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A delaminated upstream occlusion (uso) seal, lcd lens nicked, damaged air detector, battery door damage was noted. Functional testing was performed. The allegation made by the complainant cannot be confirmed through downstream occlusion (dso)/uso sensor test. The probable root cause of the reported issue is unknown. The uso seal, lcd lens, air detector and battery door was replaced. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the upstream occlusion (uso) seal delaminated, lcd lens nicked, air detector damaged, and battery door damaged. There was no patient involvement and no harm/adverse event reported.